Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Pump received with cracked belt clip rail case corner and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was beeping and wont turned on. Customer's blood glucose level was unknown. Customer reported that the insulin pump was cracked on the side. Customer was advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.